Manufacturer narrative:
On 12/24/96, the MFR received additional information from the facility risk manager which states that their investigation of this event by way of interviews with oncology/chemotherapy nursing staff and medical record review revealed the following: the device was stated to have been implanted on 4/4/96. On 7/19/96, a fluoroscopic exam revealed that "there is a kink in the catheter projected over the right posterior thrid rib, most likely in the subclavian vein. Impression: thre is a kink and small break in the proximal portacatheter with associated leakage." The device was explanted on 8/2/96 and replaced with another device for continued use in the patient's therapy. The device catheter was not sent to the lab per physician instruction and is unavailable for evaluation. No further information is available. The MFR is now closing its file on this event.

Event description:
This report investigated the first incident if a pt who had two devices. This incident involved a report of a hole in the catheter. An x-ray was performed which revealed a kink and a small break "at the proximal port and catheter". The device was stated to be unavailable for eval and it's location is unknown. Pinch-off syndrome was discussed and an article was forwarded to the risk mgr for review.